Manufacturer narrative:
Sc-2408-56 (sn: (B)(6). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to migration on one of the patients leads. The patient underwent a revision procedure however, during the procedure the physician performed a dura tap. The revision procedure was cancelled and the patients leads were explanted.

Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 7074106.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to migration on one of the patients leads. The patient underwent a revision procedure however, during the procedure, dura puncture occured when the physician was utilizing the passing elevator to create a space for the paddle he was going to implant. The physician believed it was caused by the force of the passing elevator against existing scar tissue. The physician performed a dura tap and aborted the revision procedure. The patients leads were explanted.